Event description:
During inspection of the radial and screws, it was found that more than one radial ball nut housing screws were loose. No defector fall event and no injury was reported. The loose screws in question may impact the radial drive by creating a gap between the linear rail and the bearing that might lead to ball screw stress which in turn may result in a mechanical failure.

Manufacturer narrative:
This issue was identified as presenting a different failure mode than the one identified in MDR# 9613299-2013-00001. A f/u report will be submitted once investigation results are available.